Event description:
This is filed as after the mitraclip was implanted on the mitral valve leaflets, a rupture in the anterior leaflet was observed, increasing the mitral regurgitation grade. Although there was no device issue reported, the clip may have caused or contributed to the leaflet damage. It was reported that on (B)(6) 2014, a mitraclip procedure was performed and two clips were implanted on the mitral valve reducing the functional mitral regurgitation (mr) grade from 4 to 2. The leaflets had a "normal" thickness and there was no difficulty implanting the clip; the attachment of the clips to the leaflets was good. A few days post procedure, the echocardiogram showed a rupture in the anterior leaflet next to the clips. The mr grade returned to severe. The patient showed a restrictive posterior leaflet and, therefore, the mr was severe. During the procedure, as the patient was in a "very dry (less volume) condition", the grasping of both leaflets was perfect. The physician thought that the restrictive leaflet and dry condition were contributors to the leaflet rupture. It was also thought that the implanted clips contributed to the rupture as this event would not have occurred if the clips were not present and with a leaflet apparatus that can be "fragile", an implanted clip can affect it. Surgery was not possible at the time due to the patient's poor condition. The patient was discharged from the hospital on (B)(6) 2014. No additional information was provided.

Manufacturer narrative:
(B)(4). Use of an expired device. The mitraclip remained implanted on the mitral valve leaflets. It was noted that during a review of the lot history record (lhr), the labeled expiration (use by) date for this device was 30-jun-2014, whereas the device was used on (B)(6) 2014. The clip delivery system (cds) was not returned for analysis, and the expiration date on the specific product label could not be confirmed. However, a review of the label attached to the lhr for this lot indicated an expiration date (use by date) of 30-jun-2014, which is 12 months from the date of manufacture, and is consistent with the product specification (1 year shelf life) at the time this lot was manufactured. This confirms that the product was labeled correctly. Based on the information reviewed, the product was used 23 days past the labeled expiration date. Further clarification received from the site indicated that the physician was aware of the expiration, but it could not be recalled what was discussed about the expiration date. It should be noted that the mitraclip instructions for use (IFU) states: do not use the system after the use by date stated on the package label, and never reuse or re-sterilize the system. The expiration date of the product is important for the sterility, efficacy, and performance of the device. In this case, the device expiration issue/use after expiration was related to user error and not a product quality deficiency. The IFU deviation does not appear to have caused or contributed to the reported event. A query of the electronic complaint handling database identified no other incidents reported for a device expiration issue/use after expiration from this lot. This event was reviewed by an abbott vascular clinical specialist. The clinical specialist concluded that the underlying restrictive pathology of the leaflet and overall hypovolemic condition of the patient were contributory to the leaflet rupture. Since an implanted clip can affect a fragile leaflet apparatus, it was also thought that the implanted clip may have contributed to the leaflet rupture given the pathology of the mitral valve apparatus. Specifically, the restricted posterior leaflet and fragile leaflet apparatus were causal to the rupture. Implantation of any device on the leaflets, not specific to the clip, could therefore be contributory to leaflet rupture. There is no evidence of a device deficiency or malfunction causing the leaflet rupture or the associated increased grade of mitral regurgitation. The medical advisor additionally confirmed that clinically, the expired status of the clip did not cause or contribute to the reported patient effects.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Estimated date (reported as occurred a few days post procedure). The mitraclip remains on the mitral valve leaflets. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Subsequent to the previously filed report, device analysis indicated that the implanted clip (10284045/(B)(4)) was expired at the time of implantation. Additional information received indicated that the physician was aware of the expiration date, but it could not be recalled what was discussed about the expiration date. No additional information was provided.